Event description:
It was reported by service report that the brakes were not holding; side rail compression spring was missing and could result in the side rail falling down during use. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Clevis pin (brake cam linkage).